Manufacturer narrative:
510(k) number: k160229. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
"As per complaint form":after the first and the second puncture with the same needle, the customer could not introduce the wire (the part which is inside the needle) anymore because it kinked.

Manufacturer narrative:
510(k) number: k160229. (B)(4). Exemption number: e2016031. (B)(4). Additional information received: can you please answer the additional questions that are supplied? Particularly was the stylet in place while puncturing the target site? "The stylet was not in all cases in place while puncturing." Lab evaluation: 4 x echo-hd-22-ebus-p-c from lot number c1417204 were returned to cirl for evaluation. Upon evaluation the following was noted the devices were returned in their original packaging. The stylet was in place. There was no needle exposure on 3 out of the 4 devices. There was no stylet returned with one of the devices. There was only one syringe returned. Device one: the needle advances and retracts; there is no damage to the needle. There was no stylet returned with this device, so the device was flushed with saline and there was no biological matter present. The device is functional there were no issues noted with this device. Device two: the needle advance and retracts without issue. There was a slight bend noted at the tip of the needle. The device is otherwise functional. Device three: the needle advances and retracts without issue. There is biological matter present on the needle. There was a slight bend noted on the needle. The device is otherwise functional. Device four: the needle advances and retracts without issue, the needle tip is intact. There were no other functional issues the customer complaint is confirmed as the failure was verified in the lab. A definitive root cause can be applied to this situation as we have been made aware that the stylet was not in place while making a pass and as it states in the IFU that accompanies the device. The stylet must be in place while targeting the access site. The lab was completed with four devices as there was an error made during the returns process. This lab evaluation is for pr216626 and pr215713. A review of the manufacturing records for echo-hd-22-ebus-p-c device of lot# c1417204 did not reveal any discrepancies. There is no evidence to suggest that this issue effects the entire lot # c1417204; upon review of complaints this failure mode has occurred previously with this lot # c1417204. Prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As per instructions for use, ifu0110-5 which accompanies this device "ensure the stylet is fully inserted when advancing the needle into the biopsy site¿. On review of the information provided, there is viable evidence to suggest that the user did not follow the instructions for use. From the information provided: the patient did not experience any adverse effects due to this occurrence complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
"As per complaint form": after the first and the second puncture with the same needle, the customer could not introduce the wire (the part which is inside the needle) anymore because it kinked.